Event description:
It was reported that during use, the tracheostomy tube failed to inflate. There was patient involvement and no patient harm reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
B1 - adverse event/product problem, b2 - outcomes attributed to ae and h1 - type of reportable event; corrected. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.